Event description:
A tandem xl biliary cannula device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male (patient weight unknown) performed in 2008. According to the complainant, during unpacking, it was noticed that the catheter tip was ruffled. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation of the returned device revealed that the device packaging was returned with the product label attached, the balloon profile appeared nominal, and no visible damage to the distal tip was observed; the reported malfunction is not confirmed.